Manufacturer narrative:
Evaluation summary: visual inspection indicated the devices were returned in used condition. There are minimal scratches and visual discrepancies associated with use. One of the augment trials was fractured into two pieces, confirming the reported event. The other augment trial was intact. A review of the device manufacturing history record for the reported lot indicates that devices were manufactured and accepted into final stock with no reported discrepancies. A review of the product experience reporting database shows that there have been other reported events for this product family. Material analysis of previous investigations of a similar nature showed the device fractured in an overload condition, likely caused by the augment trial not being properly aligned during multiple uses prior to impaction. The results of previous investigation concluded that the device fractured from an overload condition. It was likely the augment trial was not seated properly prior to impaction, which led to the reported fracture. The root cause of this event is user related misuse. This is the same event as: MFR # 2249697-2011-00720.

Event description:
It was reported that, "upon routine inspection of instrument set found the trials are cracked."